Event description:
It was reported that while using the ilet, the user observed glucose readings trending low on the device (76 mg/dl decreasing to 70 mg/dl) and performed a manual fingerstick that read 83 mg/dl; the user was advised to treat with fast-acting carbohydrates prior to an upcoming meal and was told that sensor calibration was not needed. Symptoms included low glucose without reported hypoglycemic symptoms. Outcomes included oral carbohydrate treatment with no hospitalization. Investigation included troubleshooting and user education on hypoglycemia management. Investigation of this case revealed no device malfunction and no sensor calibration issue, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.